Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer (sec) and associated boards. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system needs to have the single board computer replaced. System will not accept the calibration files. There was no report of pt injury.